Manufacturer narrative:
The subject device in this report has not yet been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available or if the device is returned at a later time, this report will be supplemented.

Event description:
The subject device was used during a liver resection. After 20 minutes of use, it was found that the tissue pad was peeled. It was reported that the device was replaced to another same device and the intended procedure was completed. Patient injury was not reported.

Manufacturer narrative:
This supplemental report is being submitted to reflect additional information olympus medical systems corp. The subject device was returned to omsc for evaluation. As a result of evaluation on (B)(4) 2016, omsc confirmed that the tissue pad was worn but not peeled off and the coating of the grasping section was abraded and partially peeled off. The manufacturing history of the subject device was reviewed, with no irregularities noted. This type of coating damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the coating was partially peeled when the device was scraped by other hard instrument. The instruction manual of the subject device already states. Warnings: if the grasping section, metal-exposed area around it or the probe tip gets filthy during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure.